Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that capture thresholds have increased from 1.0 volts to over 4.0 volts. Device is still in use. No patient complications have been reported as a result of this event.